Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 18 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 6 devices were not available for evaluation.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 18 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 5 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 18 events were reported for this quarter. Product return status: 10 devices were received. 2 devices were not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status: 10 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by internal corrosion. 1 device was found to be affected by damaged internal components. 18 devices were not labeled for single-use. 18 devices were not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. 12 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.